Event description:
In the tornier shoulder outcomes study, a radiograph report noted a notch extending to a lower screw. The issue was managed with conservative care. There have been no additional follow-up visits for this patient.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. The affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
In the tornier shoulder outcomes study, a radiograph report noted a notch extending to a lower screw. The issue was managed with conservative care. There have been no additional follow-up visits for this patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.